Event description:
Our company received additional information that the patient with this right ventricular defibrillation lead presented to the emergency room after receiving several shocks. Upon interrogation, r wave oversensing of the atrium activity and loss of capture was noted. A chest x-ray revealed that the lead dislodged into the atrium and was wrapped around the device. It was suspected that the patient was twiddling again. Extraction of the lead was unsuccessful therefore the lead was abandoned surgically. No other adverse patient effects were reported.

Manufacturer narrative:
At this time, no additional information is available. If additional information becomes available, this report will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific crm received information that this right ventricular defibrillation lead required repositioning due to dislodgement. The patient with this device reported to the emergency room due to inappropriate shocks. Interrogation of the device revealed oversensing and loss of right ventricular capture. It was reported that the patient with this lead had twiddler's syndrome and had pulled the lead back into the atrium. This lead was successfully repositioned and no further adverse patient effects were observed.